Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The locking bar backing out cannot be confirmed. Visual inspection of the returned locking bar found light scratches and nicks. -the sem reported for the analysis of locking bar. The zrm states that even though the examined locking bar contact mark and deformation observations are consistent with the bars not being fully engaged with the tibial tray lugs, it cannot be determined with certainty whether the reported locking bar dissociations occurred due to improper insertions. A more definitive conclusion would require analysis of not just the locking bars, but also of the mating tibial trays as well as the implanted bearings. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Analysis of the locking bar determined that the locking bar contact mark & deformation observations are consistent with the bar not being fully engaged with the tibial tray. However, it cannot be confirmed with certainty whether the reported locking bar dissociation occurred due to improper insertion and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty and subsequently, the patient underwent a revision procedure three months later due to the locking bar backing out.